Manufacturer narrative:
The unit was received with the 80 pound (#) torque disassembled and missing 80# spring and both washers. The unit was also received without the pedi rocker arm or suit case. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Sampling plan was reviewed and was acceptable. The complaint was confirmed. The root cause was unknown, however the most likely reason was that the customer disassembled the device and lost the parts or did not know how to reassemble properly.

Event description:
A facility coordinator reported that an a2114 mayfield infinity xr2 skull clamp had an 80 pound old torque knob screw broken" on an unspecified date. There was no patient injury or delay in surgery reported.